Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of biomed need assistance on 8100 sn (B)(6) having an error 13-1064-1227. Technical support - reflashed the 8100 pump module. A review of the device history record for (B)(6) was performed from 05/12/2014 to 09/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - reflashed 8100 pump module. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had error code 13-1064-1227. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had error code 13-1064-1227. There was no patient involvement.